Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Sureform 30 stapler logs show the instrument was installed on the system 2 times and fired 1 white reload. On install 1, the stapler failed to engage with the system. Logs show 1 instance of error code, with parameters of the error indicating that the wrist pitch axis failed to engage. On install 2, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with no pauses for compression. There were no additional stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy procedure, the white sureform 30 reload fired across the renal artery, and bleeding occurred. The sureform 30 stapler and the white reload fired across a well skeletonized renal artery and cut without complication; no error messages were produced. Once the stapler was pulled back, bleeding from the middle of the staple line was immediate; it was described as the staple line failing to hold the tissue together. A bipolar instrument was used to grasp the bleeding tissue, and 2 hemolock clips were applied behind to stop the bleeding. Estimated blood loss was 20 cc. The procedure continued robotically, and the surgeon opted to use a third-party handheld stapler for the renal vein. The procedure was completed robotically. The patient is recovering well.